Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead became dislodged. The patient was seen for a revision procedure where the lead was attempted to be repositioned. During the repositioning the helix would not extend. The lead was then explanted and replaced. There were no additional adverse patient effects reported. The lead is not expected to be returned for analysis.